Event description:
Surgeon was starting a hernia case and was using a cautery pencil along with an x-ray sponge. Surgeon was placing the cautery back into the holster when he felt his thumb getting warm and noted that the x-ray sponge was on fire. Sponge was thrown onto floor and stomped out. Returned to operative site and noted drapes were smoldering. Pt received approx 1/2 dollar size burn at the left inguinal. Bio-med checked co's bovie unit and cautery and both were found to be working ok. No injury to surgeon or staff. No medical treatment given.